Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[at the bedside] after the catheter insertion, the patient reported significant pain. Attempts to remove the catheter were difficult, and eventually, the sheath and catheter were removed together. Upon removal, it was discovered that the central lumen was broken and the balloon had ruptured". A 2nd catheter was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine'.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) in the original packaging carton that matches the returned sample. Upon return, the stylet was noted inserted in the central lumen. The peel-away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted broken at ap-proximately 5.5cm from the iab distal tip. Upon further inspection, the polyimide was noted bro-ken and separated from the heat shrink/wire-round assembly; blood was noted under the distal tip's lamination bond. The outer lumen was noted damaged at approximately 37.6cm, 45.8cm and 52.6cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the re-turned sample. Some blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system docu-ment. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspira-tion, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; a leak from the bladder membrane was detected at approximately 6.8cm from the iabc distal tip. Under microscopic inspection, the leak site is consistent with contact from the broken central lumen (anp-1). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 1.7cm from the distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. No resistance was not-ed; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the central lumen was broken and the balloon had ruptured" is con-firmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which can cause blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lu-men. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "[at the bedside] after the catheter insertion, the patient reported significant pain. Attempts to remove the catheter were difficult, and eventually, the sheath and catheter were removed together. Upon removal, it was discovered that the central lumen was broken and the balloon had ruptured". A 2nd catheter was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine'.